Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced high blood glucose level 430 mg/dl. Customer¿s blood glucose level was 298 mg/dl at the time of incident. Customer was treated with insulin pump. Customer declined troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.